Manufacturer narrative:
(B)(4).the device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a defective uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: a service history review revealed that the device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
During baxter's review of the event history of the device, it was discovered that failure code 533:320:844:0000 occurred during infusion, which caused an interruption during delivery on channel a. There is no adverse event, patient injury or medical intervention associated with this report. There is no additional information available. This involved an unremediated infusion pump with user interface module master software version 5.04.00, categorized as unremediated.